Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Then consumer reported that she was leaking since a couple of weeks prior to the report when she went into a court house. The patient did not feel stim but the therapy was on. This did not resolve the issue. She was on program 2 at 2.6v. There was no communication (no telemetry) with the implant and programmer with and without the antenna and she was getting poor communication screen. New batteries were tried and there was no indication of patient harm. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know the circumstances that led to the leaking, the steps taken to resolve it and to know if a replacement programmer resolved the poor communication. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the issue had occurred after their implant (reported as (B)(6) 2015); they had gone through a court house security screener without turning it off first. The patient had last called in because they could not get the controller to work. They were sent another controller, which was not properly set, and had to go in with the manufacturer representative (rep) at the healthcare provider (hcp) office to get it set properly. The issue was reported to have been resolved last week at the hcp office.